Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site city full name is (B)(6). Corrected field : g2 updated fields: b4, g1( contact person ¿ mfg site), e1(event site city ), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 the fst reported that the fiber (sensor) value was low. The fiber value during the performance inspection was below the specified value. The fiber optic module (d997-00-1161) was replaced because a sensor module failure was suspected. After replacement, the values were normal, and a performance check confirmed that there were no problems. The results were good.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Fst reported that during the inspection of the cs300 intra-aortic balloon pump (iabp) unit, the fiber optic sensor value was found to be below the specified value. No patient involvement was reported.